Event description:
It was reported that on august 20, 2024, the patient underwent an unknown surgery with the plate and the locking screws for distal humerus. The two locking screws were fixed in the screw holes. When the humerus was externally rotated to confirm the lateral view in the image, two screws were broken off just below the plate. The broken two screws were removed by the radio plier, and reduction was performed. Then, these were replaced new screws with longer size. The surgery was completed successfully within 20 minutes delay. No further information is available. This report is for one (1) 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 22mm this is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA d9: complainant part is not expected to be returned for manufacturer review/investigation. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H4, h6: device history lot part # 04.211.022ts. Lot # 263l623. Manufacturing site: werk selzach logistik. Release to warehouse date: 19.dec.2023. Expiration date: 01.dec.2028. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part # 04.211.022. Non-sterile lot # 1103p96. Manufacturing site: werk selzach logistik. Release to warehouse date: 21.july.2022. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified.